Event description:
It was reported that recently implanted patient was experiencing medical issues. The patient's chest was opened due to bleeding, and a patent foramen ovale (pfo) was discovered and repaired; the pump speed was lowered from 5500 rpm to 5400 rpm. The patient was also placed on continuous renal replacement therapy (crrt). Since their initial implant, the patient was intubated and on vasopressors. The function of the right ventricle was reportedly questionable, and the pump speed was increased to assess the function of the right ventricle. On 09jun2022, the patient was taken to the or (operating room) for a right ventricular assist device (rvad) placement. There were no reported issues with the patient's left ventricular assist device (lvad). On 10jun2022, it was reported that the rvad clotted off; the patient went back to or for another rvad placement. The patient later reportedly passed away on 16jun2022 due to multisystem organ failure. Related rvad MFR #: 2916596-2022-11698.

Manufacturer narrative:
Weight: patient weight was requested but not provided. Adverse event problem: multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product has been received for evaluation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25mar2022. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists bleeding, various forms of organ failure (right heart failure and renal failure), and death adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.